Manufacturer narrative:
UDI: (B)(4). The valve was not returned to edwards lifesciences for evaluation, as it remains implanted. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv.  The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the edwards sapien 3 ultra transcatheter heart valve IFU, valve size recommendations are based on native valve annulus size, as measured by transesophageal echocardiography (tee) or computed tomography (CT). Patient anatomical factors and multiple imaging modalities should be considered during valve size selection. Perform an angiogram with fluoroscopic view perpendicular to the valve. Verify the correct position of the valve with respect to the target location. In this case, after implant of a 23mm sapien 3 ultra valve, severe pvl was thought to have been noted. A second valve was implanted to correct the perceived pvl. However, the pvl did not resolve. It was determined that the severe pvl was misdiagnosed as the patient's preexisting mitral regurgitation. The second valve was deployed in error. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.

Event description:
As reported from an edwards field clinical specialist during a transfemoral tavr case, the first 26 mm sapien 3 ultra valve was implanted in the aortic position with +2cc. It was first diagnosed as severe pvl. The balloon was prepped with 2 more cc's for a total of +4cc. The same exact echo jet was seen. It was decided to prepare a second, 29 mm sapien 3 which was deployed inside the first 26 mm s3 ultra. Subsequent echo revealed same exact severe jet.  It was later determined the jet was arising from the mitral valve; not the aortic valve and therefore was misdiagnosed to be severe aortic pvl. The mitral regurgitation was pre-existing but appeared on echo to be aortic pvl post valve deployment.